Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, the insulin pump had high blood glucose 600 mg/dl. Customer's blood glucose went up after bolusing. Troubleshooting was performed and three or four small bubbles were noted. No anomaly was noted during troubleshooting. Customer was unable to perform high pressure test, a new tubing clamp was sent. Customer's spouse was advised to call back one they received the tubing clamp to perform the high pressure test. Customer is not returning the device for analysis.